Manufacturer narrative:
Journal article details: title: hybrid repair of rare type iiib endoleaks from an abdominal endograft: repeatedly undetected endoleaks authors: yoshimasa seike, toshiya nishibe, hitoshi ogino and nobusato koizumi journal details: interactive cardiovascular and thoracic surgery 21 (2015) 129¿131 doi: 10.1093/icvts/ivv069. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular repair of a 51 mm abdominal aortic aneurysm. A follow-up CT on an unknown date revealed a type ia endoleak, and a 32-mm proximal medtronic aortic cuff was successfully inserted as treatment. Approximately 2 years 11 months post implant, a CT revealed further growth of the aaa sac (to 68 mm) without a detectable endoleak or abdominal ultrasound. Therefore, surgical conversion was selected as treatment. The aaa was approached via a median laparotomy. Epiaortic ultrasonography revealed no remarkable endoleaks, although strong pulsation was observed in the aaa. As a faint-type iiib endoleak was detected at the level of the main body (via angiography after systemic heparinization), a 32-mm non-medtronic proximal cuff was inserted into the main body, immediately above the flow divider of the talent endograft. After deployment, the pulsation of the aaa sac weakened, although it did not disappear completely. Therefore, with an aortic occluding balloon on standby, the aaa sac was opened longitudinally. Multiple and considerable oozing type of bleeding was observed from the many fabric holes at the nitinol stent suture lines of the talent endograft legs, and these were difficult to control surgically. The physician then inserted non-medtronic contralateral limbs into the bilateral legs of the previous talent endograft, and these successfully controlled the type iiib endoleaks. The aaa sac was then closed via tight plication sutures. The postoperative course was uneventful, and the follow-up CT showed no endoleaks in the aaa sac.